Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports of receiving a battery out limit alarm and an off no power alarm. Customer also reports to have awaken with high blood glucose of 472 mg/dl, which was treated with manual injection. Customer reports of not receiving any alerts that pump was going to power off. Battery cap would be replaced. Customer was advised to monitor insulin pump. No further information provided.